Manufacturer narrative:
The lot number for both malfunctions were provided and a lot history review was performed. The devices has not been returned for evaluation, therefore, the investigation is inconclusive malposition of port as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device. This information was received from various sources. Both malfunctions involved patients with no patient consequences. Age, gender and weight of both patients were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device. This information was received from various sources. Both malfunctions involved patients with no patient consequences. Of the two malfunctions, one male patient is 45 year old and weight was not provided.the remaining patient age, gender and weight were not reported.

Manufacturer narrative:
H10: the lot number for the two reported malfunctions were provided, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation. For one of the two reported malfunctions, medical records were provided and reviewed. The investigation is confirmed for tilt, detachment and retrieval difficulties and therefore trending codes 1528 and 2907 are added. For another malfunction, medical record was not provided for review and the investigation is inconclusive for tilt as no objective evidence was provided. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the reported two malfunctions, lot number were provided for both the malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records and images were received for both the malfunctions. Therefore, for one malfunction the investigation is confirmed for the reported malposition of device and difficult to remove and for another malfunction the investigation is confirmed for the reported malposition of device and difficult to remove, additionally it was determined to have and confirmed for detachment of device. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11: h6 (results). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly experienced difficult to remove and malposition of device. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. A 44 years old female patient weighs 73 kgs and a 45 years old male patients' weight was not provided.